Event description:
A hemodialysis rn has verbally reported the following event: it was learned that the patient was on dialysis for a while and was hooked up with the catheter and bloodlines laying on the white blanket that covered the patient. This reporting rn was present in the unit at this time and saw no blood on the blanket. The patient then vomited and then they looked and then found that the patient was wet underneath with a significant amount of blood loss. The nurse reported that the patient had been sitting in a recliner. Staff questioned whether this was a rectal bleed. The patient was transported to ICU and 3 units of prbc was ordered, but it remains unclear at this time what was actually given to patient. Reportedly, the patient is doing fine with no further ill effect noted. Additionally, in speaking with the nurse, she reported that the event did not occur at the connection to the dialyzer or to the connector areas. She also reported they are unable to find the source of the blood loss. The sample is available for eval.

Manufacturer narrative:
Device history record review: the DHR cannot be performed due to the lot number was not available. Sample analysis: the set was reviewed against current drawing and found to be acceptable. All bonds for both the arterial and venous lines were closely reviewed and found to be properly assembled. Functional inspection: a leak test was performed to the arterial and venous line by pressurizing the line with air to 15 psi for a period of one hour. The sample was submerged in water and no leaks were detected. A functional test was performed to the actual sample on the hemodialysis 2008k machine using the following parameters. Flow rate: 450ml/min. Water: 70% water and 30% glycerine. Time: 4 hours. Results: fluid flowed through the lines without issues with the pressure on arterial and venous lines. The sample functioned as intended with no apparent anomalies. Corrective action: no corrective action is needed since the defect was not confirmed. During both the visual inspection and functional testing of the complaint sample no defect was found on the product. Conclusion: the reported complaint is not confirmed. Fmc na will continue to monitor and trend.